Event description:
It was reported that the patient had st elevation and became hypotensive. A 1.50mm rotapro was selected for percutaneous coronary intervention (pci) procedure. During procedure, the rotapro stalled. An attempt was made to switched off the machine and restart, yet the rotapro burr would not turn and retrieve. At this point the patient st increased, and patient become severely hypotensive requiring an arrest call to be placed. Surgical assistance was needed to retrieve the burr. A pacing lead cutter was used to cut the wire and retract the shaft and drive unit, snares and other kit were used to retrieve the burr. The procedure was completed successfully using an alternate method. As a result of the incident the patient was admitted to hospital for 2 days. Patient is recovering from a successful pci procedure.

Event description:
It was reported that the patient had st elevation and became hypotensive. A 1.50mm rotapro was selected for percutaneous coronary intervention (pci) procedure. During procedure, the rotapro stalled. An attempt was made to switched off the machine and restart, yet the rotapro burr would not turn and retrieve. At this point the patient st increased, and patient become severely hypotensive requiring an arrest call to be placed. Surgical assistance was needed to retrieve the burr. A pacing lead cutter was used to cut the wire and retract the shaft and drive unit, snares and other kit were used to retrieve the burr. The procedure was completed successfully using an alternate method. As a result of the incident the patient was admitted to hospital for 2 days. Patient is recovering from a successful pci procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an incomplete rotapro atherectomy system as the distal end of the burr catheter (coil, sheath, and burr) failed to return for further analysis as it was disposed. A visual and microscopic examination was performed. Visual inspection the device found that at 4mm distal from the strain relief, the sheath was cut. At 3.5cm distal from the handshake connection, the coil was found to be detached. The damages present are likely caused due to the reported device alteration from the customer. Microscope inspection of the device found that the returned coil portion was stretched (3.5cm) likely due to customer alteration. When the rotapro advancer was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected. No damages or irregularities were found to the device. Product analysis could not confirm the reported events as the clinical circumstances could not be replicated. The reasoning behind the device stall during analysis was unable to be determined as the damages present to the device were most consistent with the reported customer alteration and is not an expected factor towards the reported stall of the device.